Event description:
Customer placed an order for replacement batteries for her freestyle flash meter on 4/11/07. She called again on 4/17/07 to report she had not yet received her batteries and had experienced several symptoms due to not being able to test. Symptoms included: "blurry vision, trouble sleeping and frequent urination". She also reported "a mild seizure, momentarily, three days earlier. Additionally, she notes having to "guess at (her) medications" and "being shy about eating" because she was unable to test. She did not receive a diagnosis or require third-party medical intervention.

Manufacturer narrative:
This is a final report. The reportable event is related to a delivery issue. The customer's product is not expected to be returned.